Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that, after intraocular lens implantation surgery, the patient experienced refractive surprise, corneal edema and blurry vision. Hence the lens was replaced with another lens of same model in a secondary procedure.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens of (1.50cyl), 14.5 diopter (add power +2.2/+3.2) lens was replaced with a company lens of (1.50cyl), 13.5 diopter (add power +2.2/+3.2) lens due to a reported refractive surprise. The product has not been received to evaluate. Follow up attempts were made. No additional information has been provided at this time. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).